Event description:
The center black ring used to advance the blade on the trephine was not glued in well and detached from the trephine. This is a common occurrence and sometimes as many as 5 devices are used before an unaffected device is found.

Event description:
The center black ring used to advance the blade on the trephine was not glued in well and detached from the trephine. This is a common occurrence and sometimes as many as 5 devices are used before an unaffected device is found.